Manufacturer narrative:
Device technical analysis: this device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. The battery was removed from the device and replaced with an external power source. The current drain was measured and confirmed the power consumption became erratic for the eight months leading up to the device entering safety mode. Review of the device memory noted multiple errors which resulted in software resets performed in an attempt to correct the errors. Analysis confirmed the device entered safety mode due to a timing issue related to a rare combination of a device to patient interaction allowed by programmed parameters. Review of the programmed parameters noted the left ventricular (lv) offset was programmed to +60 ms with right ventricular automatic threshold (rvat) programmed on. Additionally, atrial tachycardia response (atr) parameters were programmed aggressively. When the atr entry criteria and rvat start request occur in the same cardiac cycle, then the lv pacing will temporarily stop. The lv low rate monitor correctly detects the condition and resets the device after 10 seconds. If this happens 3 times within 48 hours, then the device will enter safety mode. Using an engineering-level reset, this device was removed from safety mode and moved to normal operation. The device was put through and passed the returned products test (rpt) which verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Investigation conclusion: analysis confirmed the device entered safety mode due to a timing issue related to a rare combination of a device to patient interaction allowed by programmed parameters. Risk review: a risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this patient presented to the emergency room after a syncopal event. Interrogation identified the device was operating in safety mode. Oversensing of noise caused pacing inhibition as a result of unipolar lead configuration due safety mode parameters. The patient was admitted to the hospital and the device was explanted and replaced with another boston scientific implantable device. No additional adverse patient effects were reported. The device is being returned for evaluation.

Manufacturer narrative:
This device is being returned for evaluation. This report will be updated when additional information and/or evaluation is complete.

Event description:
It was reported that this patient presented to the emergency room after a syncopal event. Interrogation identified the device was operating in safety mode. Oversensing of noise caused pacing inhibition as a result of unipolar lead configuration due safety mode parameters. The patient was admitted to the hospital and the device was explanted and replaced with another boston scientific implantable device. No additional adverse patient effects were reported. The device is being returned for evaluation.